Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered code 1007 due to capacitor charge time exceeding limitations. The charge times were found to be greater than 45 seconds. Technical services (ts) reviewed device data, and it was found the device declared battery capacity depleted (bcd) 92 days after elective replacement indicator (eri) was reached. The device depleted to the point where therapy was no longer available. It was recommended that the ICD be explanted and replaced. Subsequently, this ICD was successfully replaced. No additional adverse patient effects were reported.